Manufacturer narrative:
(B)(4) issued mfg report #1525712-2011-00768. Chair was returned and replaced on ra / order # (B)(4). Product was approximately 1 year old at the time of the complaint and maintenance history is unknown. Power chair allegedly works intermittently when motor is engaged and then disengaged. The dealer replaced the left motor gear box on (B)(4) 2011. On (B)(4) 2011, the electronics allegedly stopped working and the chair allegedly did not run. Locking cylinders allegedly squeak. Upon inspection the chairs right motor cable was pinched between the motor and the battery box. Malfunction has been confirmed. RMA has not been initiated for this issue. Model tdxsp serial number/date code (B)(4) is approximately 1 year 3 months of age. The user manual part number 1143190 was issued with this device. It is unknown if the consumer has fully read and understands the user manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer's medical condition, stability and medication regimen are unknown . The consumer's age, height and weight are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown.

Event description:
Power chair allegedly works intermittently when motor is engaged and then disengaged. Dealer allegedly replaced left motor/gearbox on (B)(4) 2011 and also on (B)(4) 2011. On (B)(4) 2011, the electronics allegedly stopped working and the chair allegedly did not run. Locking cylinders allegedly squeak. Consumer no longer trusts the chair. No injury alleged.

Event description:
Power chair allegedly works intermittently when motor is engaged and then disengaged. Dealer allegedly replaced left motor/gearbox on (B)(6) 2011 and also on (B)(6) 2011. On (B)(6) 2011, the electronics allegedly stopped working and the chair allegedly did not run. Locking cylinders allegedly squeak. Consumer no longer trusts the chair. No injury alleged.

Manufacturer narrative:
RMA has not been initiated for this issue. Model tdxsp serial number/date code (B)(4) is approximately 1 year 3 months of age. The user manual part number (B)(4) was issued with this device. It is unknown if the consumer has fully read and understands the user manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumers medical condition, stability and medication regimen are unknown. The consumers age, height and weight are unknown. The consumers technique while using the device is unknown. The maintenance history of the device is unknown.